Manufacturer narrative:
Device has not been returned for investigation. If device is returned we will conduct an investigation.

Event description:
It was reported that the patient experienced chest tightness followed by warmness and buring during his 4th treatment. Patient said the unit was hot. Patient said the lcd burned him through his t-shirt. Patient stated he went to the ER and the ER doctor said he received a bruise or 1st degree burn.